Event description:
(B)(4). I had my 3rd child and thought that I was done . I don't remember having any options but they called to make my 6 week post birth appointment and asked which birth control ID like to be on. The rest is a blur. I went under for the in office procedure. There were no complications that I can remember . This was about 7 years ago. Looking back I realized that I always had issues but recently they had gotten more severe. Side effects include pelvic pain, painful periods , always bloated ,mood swings, anxiety , depression, arthritis type pain, digestion problems , numbness and tingling of face and extremities , headaches ,elevated blood pressure and heart rate , nausea , exhaustion, brain fog ,hot flashes , hot and cold , irregular cycles . I also developed a thyroid condition with nodules . I started going to the doctor last year and had some borderline diagnosis . I've spent a small fortune on my health and dos not see results . I finally went back and the obgyn who suspected the essure might be the problem and after 2 tests, it confirmed that the coils did not take abs one had migrated to my uterus . I will now need to have surgery to remove them . This has taken away my life and health from my family and I. I can not work and function all the time . My symptoms , energy level and , mood change daily .